Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction stemmed from a failure of the touch screen. A field service engineer reconnected the aio and all pyxibus connections across the components. A shorted hh drawer controller was identified and replaced to rectify the problem. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It has been reported that the bd pyxis¿ medstation¿ es experienced a black screen issue. The customer reported that the screen continued to be unresponsive even after the system was restarted. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.